Manufacturer narrative:
We could not duplicate the customer's reported energy selection problem. The customer's reported symptoms are consistent with an energy selection device malfunction. The testing at philips of the returned unit is consistent with the issue resolving itself during shipping. After passing all needed tests, the unit was returned to the customer.

Event description:
The customer reported that the unit had a problem with the energy select switch. The unit was selecting an energy different from the one intended.